Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
The customer reported a correlation issue on lot #350587. However at the time of the investigation, retains for this lot were no longer available. As a result, lot #350588 was used for the remainder of the investigation. Lot #350588 is identical except for the outer packaging and labeling as lot #350587. Lot #350587 was last tested on (B)(6) 2014 and performed as expected. The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips for lot #350588 did not uncover any deficiencies. The meter and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for lot numbers 350587 and 350588 were reviewed. The lots met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 5.1; date: (B)(6), inratio: 1.5, alternate poc: 2.5. Time between tests on (B)(6): 1 hour. Therapeutic range: 2.5 - 3.5. Pt self tester skipped her dose of coumadin after the inratio result on (B)(6). Based on the results obtained on (B)(6), the pt took 2mg coumadin. The pt then resumed her usual dose.